Manufacturer narrative:
The device was not returned to manufacturer for investigation. If add'l info is received, a f/u report will be filed.

Event description:
It was reported that about 50 to 100 mls of blood was collected. It was noticed that the lid on the reservoir did not sit tight, and the collected blood was discarded. The account had a back up to use, so no transfusion from a blood bank or pre-donate blood was needed.